Manufacturer narrative:
(B)(4). Additional information received: no patient harm reported. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the patient came in with a replacement hub that was cracked.catheter was placed (B)(6) 2017.

Manufacturer narrative:
(B)(4). The customer returned a 2-l 15 fr x 27 cm catheter connector assembly with a broken blue pinch clamp on it for investigation. Only part of the broken pinch clamp was returned. Visual examination of the pinch clamp revealed that the clamp was broken/separated in two places. The clamp separated on both sides of the distal curved opening. The bottom half of the distal curved opening was not returned. Microscopic examination of a separation point revealed white marks on the pinch clamp, which indicates stress. A device history record review was performed and no relevant findings were identified. The instructions for use provided with this kit warns that all chronic dialysis catheters should be used only as bridge devices and are not intended for extended use unless no other hemodialysis access options exist. The customer did not provide the amount of time this device was used for. ( other remarks: the reported complaint that the pinch clamp broke was confirmed through visual inspection of the received sample. Visual examination of the pinch clamp revealed that the clamp was broken/separated in two places. The clamp was separated on both sides of the distal curved opening. The bottom half of the distal curved opening was not returned. Microscopic examination of a separation point revealed white marks on the pinch clamp, which indicates stress. The IFU warns that all chronic dialysis catheters should be used only as bridge devices and are not intended for extended use unless no other hemodialysis access options exist. The customer did not provide the amount of time this device was used for. Based on the condition of the clamp and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that the patient came in with a replacement hub that was cracked.catheter was placed (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the patient came in with a replacement hub that was cracked. Catheter was placed (B)(6) 2017.